Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was unknown. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not report motor position encoder error alarm. The customer was unable to continue with attempting to rewind. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was unknown. The customer stated that buttons are intermittently not working. The customer found motor error alarm. The customer was advised that the device would be replaced. The customer reported via phone call indicating that the insulin pump had partial display. Customer's blood glucose at time of incident was unknown. The customer was advised that insulin pump will need to be replaced and revert to a backup plan.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarm during testing was noted. Unable to perform all functional testing or verify the motor error alarm due to the buttons not responding. The motor was tested outside the device and it passed. The pump was received with missing segments/partial display due to a cracked lcd zebra connector. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a missing end cap sticker and cracked battery tube threads.